Manufacturer narrative:
Philips investigated this complaint. Based on additional information, the system was being used for a planned treatment at the time of the reported event. The patient's condition after being transferred for the procedure completion was reported as "good." A philips remote service engineer (rse) analyzed the log file remotely and identified a start-up problem in the image processing pc (ip-pc), leading to a database error. The rse temporarily resolved the issue by repairing the database, as a read error was visible in the hard drive. A follow-up inspection was then scheduled. A field service engineer (fse) inspected the system onsite and replaced the ip-pc. After the replacement, the system was returned to use in good working order. Due to manufacturing issues, the disk bay and dimm (dual in-line memory module) may not function as intended. This can cause problems with the system's pcs. If one of these pcs breaks down, the system stops functioning, and no imaging would be possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to generate x-ray exposure and was receiving an error message stating the memory was full. The device was in clinical use at the time of the reported event. The patient was transferred to a different laboratory to complete the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.